Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was initially received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. In the initial report section b5 was not updated, the correct b5 should be - the patient has alleged black particles in the device. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The manufacturer found tiny residue spots on sound abatement foam, dusty smoke (non-tobacco) odor, unidentified white powder-like contamination and small pieces of light-colored hair at the air intake under the filter area of the blower box .the manufacturer found evidence of sound abatement foam degradation. A humidifier was also returned to the manufacturer along with device. An internal visual inspection was completed by the manufacturer. The manufacturer found white dust, and a light-colored short piece of potential hair on the heater plate. The device's downloaded event log was reviewed by the manufacturer and found 7 errors logged. The manufacturer concludes the contaminates found were consistent with tiny residue spots, dusty smoke (non-tobacco) odor, white dust from humidifier and small pieces of light-colored hair at the air intake under the filter area of the blower box, unknown white powder, a light-colored short piece of potential hair on the heater plate of the humidifier were inconsistent with the sound abatement foam.the manufacturer confirmed there was evidence of sound abatement foam degradation. Section d9,g3,h6 has been updated/corrected.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.